Event description:
The patient was placed onto impella cp support due to acute myocardial infarction and cardiogenic shock. While on support, two units of packed red blood cells were given for hemoglobin of 5.8. Central venous pressure (cvp) dropped to 5, and hemolysis was noted on labs. Post blood administration, cvp was up to 15. A large chest wall hematoma was noted. A chest tube was placed with well over three liters out. The patient was anuric, continuous renal replacement therapy was started. The patient was stable post procedure and was sent to the intensive care unit. Additional information was received. The pump is not available for return.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hemolysis: data log shows low pump flow with suction alarms from the start of the case, with some improvement in pump flow while running on steady p-level p4. Later, the pump was even able to tolerate higher p-levels for some time before being turned back to p4. There was no motor current spike or positioning issue noted during the case. The cause of the hemolysis issue was not determined without returned product investigation and sufficient clinical details. Clinical symptoms (hypotension, major bleed, hematoma, anemia, acute kidney failure): the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.